Event description:
There was no patient involvement in this event. This device malfunctioned because the status indicator is flashing red and the device is beeping. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(4) 2009 and performed to specification up to (B)(4) 2012. During testing the device status indicator flashed green when the pad-pak was installed and throughout the investigation and there are no failed self-tests throughout the device history log that may have caused the reported fault. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring on (B)(4) 2012 and continued up to (B)(4) 2013. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is possible that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.